Event description:
It was reported that one day post implant after being discharged from the hospital the patient fainted at home. Upon device interrogation at the hospital, the pulse generator exhibited no ventricular output. The device was explanted and replaced. The patient experienced no adverse consequences due to the event.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.